Manufacturer narrative:
Device was received with all buttons responding properly. Device passed the self test and the displacement test. No damage or moisture damage on keypad assembly and no unlocked electrical board keypad connector noted during visual inspection. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer need to have several push or presses on the buttons before she can get it to work. Customer¿s blood glucose was 257 mg/dl. Customer stated that numbers are not ramping on their own and the scroll bar was not moving with no input. Customer mentioned that button was not unresponsive during an easy bolus attempt. Customer was advised to refer to back up plan. Insulin pump will be returned for analysis.